Event description:
Reportedly, six days after surgery, an hematic cyst (accumulation of blood) at the meso wall developed and required an operation. Procedure: appendectomy. Pt status: no pt injury reported.